Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 instrument did not fire. Another instrument was used to complete the case. There was no consequence to the pt. No further information was available by the hospital as hospital did not record any information.